Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 62 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring blank display after a previous troubleshooting was performed. Customer stated that the insulin pump had a keypad anomaly and the buttons remained unresponsive and the blank display recurs after the battery has been changed. Customer also reported that the insulin pump had a power loss and pump error alarm. Customer reported bent infusion set cannula. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm, power loss alarm or blank display noted during testing or in the device trace download. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd window.